Event description:
As reported by the user facility: labor & delivery pt either 25 or 27 gauge skin wheal needle broke off while performing the skin wheal, requiring incision to retrieve the needle.

Manufacturer narrative:
The sample has not yet been received from the facility for evaluation. Without the sample, a thorough evaluation could not be performed. The reported final kit (catalog # 332229) contains both a 25ga and 27ga assembled needle. The house retain sample for the reported final kit lot was pulled for evaluation. The 25ga and 27ga assembled needles were dimensionally and functionally tested and met all specifications. No anomalies were identified that could have contributed to the reported event. No specific conclusions can be drawn. The investigation into this reported event is ongoing. All available information has been forwarded to the actual manufacturer or the 25ga and 27ga needles, becton dickinson, for further evaluation. If the sample is received and any pertinent information becomes available, a follow-up report will be filed.